Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -5.5/2.0/108 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different model/shorter length lens due to excessive vault. Reportedly, "patient is still adapting to monovision. No complaint for now." The problem was resolved. The cause of the event was reported as a patient-related factor and stated "lens is too long resulting in excessive vault."

Manufacturer narrative:
Removed 2137 from initial MDR claim #(B)(4).